Event description:
It was reported: "once doctor had lag screw in correct position on the first nail, he put in the set screw but it did not engage into the proximal part of nail. It spun loosely and would not advance further distally or back out to try and re-position. The same exact outcome happened on the second nail. The set screw entered the nail and got stuck. Doctor tried a couple different set screwdrivers to try and back it out. Both nails resulted with stuck set screws that did not engage into the lag screws. Delay in surgery: 20 minutes. Procedure was completed successfully. The doctor concluded to leave both of the nails in. No additional surgery is planned. No adverse consequences reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More information as well as reported device must be available in order to determine the exact root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted.

Event description:
It was reported: "once doctor had lag screw in correct position on the first nail, he put in the set screw but it did not engage into the proximal part of nail. It spun loosely and would not advance further distally or back out to try and re-position. The same exact outcome happened on the second nail. The set screw entered the nail and got stuck. Doctor tried a couple different set screwdrivers to try and back it out. Both nails resulted with stuck set screws that did not engage into the lag screws. Delay in surgery: 20 minutes. Procedure was completed successfully. The doctor concluded to leave both of the nails in. No additional surgery is planned. No adverse consequences reported.